Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting on bipolar yaw pulley, near the grip. The instrument passed the electrical continuity test. The complaint regarding the instrument not working was confirmed by failure analysis.

Event description:
It was reported that during da vinci-assisted prostatectomy surgical procedure, the maryland bipolar forceps did not operate. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no thermal damage was observed. No arcing was noted. There was no patient injury.